Event description:
It was reported that during an unknown procedure the blade tip broke off and fell into the patient. The part was retrieved with no patient consequences. No further information was available.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique in the common femoral artery before an abdominal aortic aneurysm procedure. Reportedly, during deployment, when the plunger was pulled out the suture broke. Another proglide was used and hemostasis was achieved. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. On an unreported date in (B)(6) 2010, the patient began remedial therapy with fortum (1gm, frequency not reported, ip) and reflin (1gm, frequency not reported, ip). The cause of the peritonitis was unknown. At the time of this report, the patient was still hospitalized and the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide a statement of causality for the peritonitis.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.